Event description:
After patient bagged and placed back on vent, the vent registered tidal volume of 350 to 400 - set to provide tidal volume of 800. Patient placed on different vent. Alarm did not sounddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown, invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.